Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wanted to check his insulin pump. His blood glucose was 495mg/dl at the time of the call and he had not been hospitalized. Troubleshooting found that the customer's drive support cap was normal and that if there were air bubbles in reservoir, they could test for that. Customer wanted to perform test but had to end the call no further information was provided.